Manufacturer narrative:
Correction: serial number. H6 correction: serial number. H6.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. Customer's blood glucose (bg) was recorded as high. Customer administered an insulin injection to address bg. Customer reverted to using an alternate method of insulin therapy.